Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer, a nurse, experienced symptoms of sickness and feeling unwell. The customer admitted herself to hospital where she was diagnosed with diabetic ketoacidosis. A reading of 17.8mmol/l was obtained compared to a reading of 10.2mmol/l obtained on the hospital meter. A further reading of 23.4mmol/l was obtained compared to 16.1mmol/l obtained on the hospital meter.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.